Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus tear repair procedure, the surgeon gripped the meniscus with the knee scorpion and pushed the scorpion needle through. As the needle pushed out, it sounded loud. The surgeon stopped the procedure and checked the needle for breakage. There was no problem with the needle. He continued the procedure and completed it with no further incident. After closing the surgery site, an x-ray of the patient's knee showed a fragment of the knee scorpion. The surgeon reopened and retrieved the broken piece from the patient's body. Follow-up investigation: the device was being used with an ar-12990n, lot: unknown. A copy of the x-ray will not be provided. The patient was still under anesthesia when the surgeon reopened to retrieve the fragment.